Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. No event date was reported so last infusions were checked. Two of them had a flowrate of 100ml/h and were stopped with air alarm before end of vtbi ((B)(6) 2021 and (B)(6) 2020). Note : filling of tubing is equal at around 20ml. History data is insufficient to confirm events described in complaint. The reported device was received in brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out including end of infusion alarm, air detection and flow rate accuracy. All performed successfully and values were compliant with IFU specifications compared to settings. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. Note : serial number of received device is (B)(6); previously the device in question was reported as (B)(6). To our knowledge no patient clinical consequences have been reported. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Infusion finish failure (device continued to infuse after antibiotics were completely infused; did not recognize the end of infusion).